Event description:
Caller reported damage to the pump housing and usb port, with the issue affecting the watertight integrity of the device but not its ability to charge. There was no adverse impact to the customer's blood glucose level. To resolve the issue, tandem technical support arranged for a replacement pump with updated software, advised the caller on necessary preparations such as programming pump settings and connecting the cgm, and instructed the caller to return the damaged pump within ten days to avoid additional charges. The caller understood and acknowledged all instructions. Customer will continue to use current pump.